Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a total loss of fluid, most likely caused by a hole in the reservoir. All components were removed and a new ipp was implanted. There were no patient complications reported.